Manufacturer narrative:
Investigation conclusion: customer's complaint was not replicated with in-house testing of retain lot w62069. No issues with ckmb recovery observed. Reviewed the batch record for lot w62069. Lot met all ous final release specifications. Unable to determine root cause of complaint. Product deficiency was not established.

Event description:
Event occurred in (B)(6). Customer alleging triage profiler sob panel had discrepant results with ck-mb in comparison to the results from the hospital laboratory. Triage ck mb result 33,3 ( should be within 0-4,3) and in the hospital after venous blood sample it was 17,6 and it should be less than 24. No reported adverse patient sequela.